Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ophthalmic knives have repeatedly left residual metal particles in eye wound sites during separate cataract surgeries. There was no report of any patient harm. Additional information is not available for this report.